Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call her son experienced high blood glucose of 450mg/dl which was treated with bolus. Customer¿s current blood glucose was 190mg/dl. Customer states that they got insulin flow blocked alarms but never sounded. Customer had bent cannula. Product will not be return for analysis.